Event description:
It was reported, the disposable did not fully deliver an infused bag of chemo. Using doxorubicin, etoposide and vincristine during infusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.